Event description:
Blood was noted in the tubing. The pump was shut off and the iab was removed. There were no reported complicatons from the event. Event complicatons: none from the event -reported 11/11/96. Pt's current status: unk -reported 11/11/96.